Manufacturer narrative:
Lot review: a review of lot# 3324532 showed that (B)(4) units were manufactured, tested, inspected and released in (B)(6) 2016 citing no exception documents.

Event description:
Complaint received regarding one transpac® IV monitoring kit with safeset¿ reservoir and 2 blood sampling ports, 84" tubing, disposable transducer, 03 ml squeeze flush, macrodrip (pole mount), lot# 3324532 (mfd. 10/2016), report states, tech indicated that air was entering the line during use. The sample in question and a sterile sample are being returned for analysis. No adverse patient consequences reported.

Manufacturer narrative:
Lot review: a review of lot# 3324532 showed that 220 units were manufactured, tested, inspected and released in september 2016 citing no exception documents. Visual analysis: 1/25/2017 - received: one new 011-46103-87 transpac® IV monitoring kit with safeset¿ reservoir and 2 blood sampling ports, 84" tubing, disposable transducer, 03 ml squeeze flush, macrodrip (pole mount) lot# 3324532. One used transpac® IV monitoring kit with safeset¿ reservoir and 2 blood sampling ports, 84" tubing, disposable transducer, 03 ml squeeze flush, macrodrip (pole mount) reported lot# 3324532. One used microclave clear lot# unknown. Blood was observed in the pressure tubing. The microclave was connected to the distal male luer of the 011-46103-87. The setup was flushed and no leaks were observed. Functional testing: monitoring kit and microcalve was pressure leak tested. Unit was observed to pass. Monitoring kit was tested for vacuum. The transpac was observed to fail pressure testing. The transpac was dissected and the chip height was measured to be 0.2980". The transpac gel was observed to have been damaged. No crack in the chip was observed. Blood was observed in the spike portion of the microclave. Fluid was observed between the housing and the silicone seal of the microclave. The microclave was tested and was observed to pass both activated and inactivated positive pressure. Microclave was also observed to pass vacuum testing. The observed failures are susceptible to over pressurization. Final analysis summary: the reported complaint of air entering the line was confirmed. The failure was from a damaged transpac gel. The root cause of the damage could not be determined. ICU medical will continue to monitor and trend.

Event description:
Complaint received regarding one transpac® IV monitoring kit with safeset¿ reservoir and 2 blood sampling ports, 84" tubing, disposable transducer, 03 ml squeeze flush, macrodrip (pole mount), lot# 3324532 (mfd. 10/2016), report states, tech indicated that air was entering the line during use. The sample in question and a sterile sample are being returned for analysis. No adverse patient consequences reported.